Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The physician reported that the pcb00 intraocular lens could not be implanted. That the first handle did not come out properly from the cartridge, so the doctor pushed the plunger out of the eye and placed the lens with 1mtec30 cartridge and injector, however, the lens did not unfold (remained rolled up) even inside the tub with bss (balanced salt solution). There was no patient injury reported and the surgery was completed by removing the lens and replacing it with another one. No further information was provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 10/24/2019. Device evaluation: the product was received with the original packaging (folding carton) at manufacturing site for evaluation. The plunger and pushrod was observed in advanced position and no assembly damages were identified. No residues of viscoelastic material were observed on cartridge. The lens was outside of the device with no damages and unfolded. The cartridge tip was observed in good conditions. The complaint issue as lead haptic not folded could not be verified and unfolding issues was not verified. There was no product deficiency identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. No non-conformance report (nc) associated with the production order was found. The search in the complaint system revealed no additional investigation requests received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.